Manufacturer narrative:
The liberty pump and power adapter were received and evaluated.  The product evaluation determined that the adapter which was reported as "broken" had a breached housing.  In follow up with the customer/distributor to get additional information, the initial reporter was not able to provide any information regarding how the breach occurred.  This issue is currently being reviewed with the manufacturer.

Event description:
The distributor reported to medela on 9/12/2016 that the liberty pump had a broken adapter plug.